Event description:
The surgeon performed a total hip arthroplasty case, using the robotic arm interactive orthopedic system (rio). During the final impactions to get the cup fully seated, the rio appeared not to be locked into the stereotactic boundary, but the live tracking numbers indicated proper cup alignment. After cup impaction, the surgeon noted that the cup looked "a little horizontal", but accepted the placement. An intraoperative x-ray confirmed the surgeon's assessment. Both the surgeon and mako rep agreed that bone registration was accurate and had been verified correctly. A successful case outcome was reported.

Manufacturer narrative:
As part of normal complaint f/u, an eval has been performed by mako surgical with regard to this event. The planned cup position was 40 degrees inclination and 25 degrees version. Analysis of the x-rays confirmed the surgeon's assessment that the cup was "horizontal"; the cup was placed at 27 degrees inclination and 22.5 degrees version. The x-ray revealed radiolucency between the cup and the acetabulum, and the depth of impaction value measured with the rio shows the cup was seated 4 mm proud. The surgeon did not collect the cup plane points, which would have displayed the surgical results for the impacted cup. The session data indicated from all the checkpoints and verification data that indicated from all the checkpoints and verification data that the pelvic registration and verification data that the pelvic registration and rio registration did not shift through the surgery. The eval resulted in no evidence that the rio caused or contributed to the misalignment of the acetabular cup.